Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/25/2016. The fse found that the hydrophilic filters were faulty. The fse replaced the filters, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The instrument was failing platelets (plt) during startup when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.